Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('a small portion of the coil was seen coming out from the uterus') in an adult female patient who had essure inserted for female sterilization. The patient's medical history included pelvic pain female and pelvic adhesions. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy and removal of essure coils; lysis of adhesions). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('a small portion of the coil was seen coming out from the uterus') in an adult female patient who had essure inserted for female sterilization. The patient's medical history included pelvic pain female and pelvic adhesions. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy and removal of essure coils; lysis of adhesions). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('a small portion of the coil was seen coming out from the uterus') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain female and pelvic adhesions. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain") and menometrorrhagia ("protracted/ irregular bleeding/ menstrual cycles"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and removal of essure coils; lysis of adhesions, oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, pelvic pain and menometrorrhagia outcome was unknown. The reporter considered menometrorrhagia, pelvic pain and uterine perforation to be related to essure. The reporter commented: number of coils visualized protruding from each tubal ostia right tubal ostia: 6, left tubal ostia: 3. Discrepancy noted: date(s) of removal: (B)(6) 2019. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jan-2021: pif received. Events "protracted/ irregular bleeding/ menstrual cycles and pelvic pain" were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.